Event description:
The customer had low blood glucose and was unresponsive and required treatment by paramedics. Instructed paramedics to suspend and disconnect from pump. Advised customer to eat and do not resume pump unitl blood glucose levels are stable and normal.